Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further noticed after explanting the lead, that the insulation was "torn at the tie down site." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage.